Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for 00515048601, lot number v01195, identified no deviations or anomalies. No product was returned for examination for this complaint, however, pictures were provided with the reported event. ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: * visually examine the package without opening. * inspect at a distance of 12 to 18 inches. * inspect each pouch for up to 10 seconds. Zimmer biomet inspection procedure as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan form, dictates that the sampling size for qa inspection for this product must be at least 19. However, the unit in the provided photographs had been used in a surgical procedure. It is unknown when the particulate became present. This complaint cannot be confirmed. Because the product was used in a surgical procedure and it is unknown when the particulate became present, the root cause for the unit having foreign object on the handpiece is unable to be determined based on the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during assembly of the nozzles, a long plastic fiber was discovered on the hand piece. The device was discarded. No adverse events were reported as a result of this malfunction.